Manufacturer narrative:
Updated annex c and d.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tilepro did not work. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to troubleshoot the issue with the customer, but the customer expressed a lack of time and uncertainty regarding how to verify the video output settings. Consequently, the procedure was converted to an open surgery. Later, the surgeon received troubleshooting guidance and mentioned that not all four arms were connected to the same console. Once all arms were properly connected, control of the tilepro was restored. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was operating on liver metastases from a second console and needed intraoperative ultrasound to locate them. The tilepro mode did not work on the console (light off), making it impossible to continue the intervention in a robot. Having checked all the connections, they called the technical service who had them check connections again, finally restarting the whole system with no solution. The surgeon then converted to laparotomy to do the metastasectomies with an ultrasound machine. Later, the surgeon came across a member of intuitive who was present to give a training in sterilization, who looked at documentation and informed the surgeon that all 4 arms need to be activated on the console that requires the tilepro mode to be started. This was not the case when the issue occurred, as they were the teacher on their console while the head of clinic had the controls active on the other console. The surgeon felt the laparotomy could have been avoided.

Manufacturer narrative:
The reported event was addressed with phone support. Control of the arms was taken back on the console, and tilepro went back to normal control. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.